Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer did not address the elevated bg at time of report. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.